Event description:
On (B) (6) 2009 via email, the sales representative reported that during a kit inspection it was identified that the metal was visibly cracked 2/3 around the tip, but had not broken off yet. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event occurred during a kit inspection. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device MFR date is unk. Evaluation is pending.